Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation however photos were provided. Visual inspection observed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, an external fluid leak was observed from the damaged return luer connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.